Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed with "an obstruction" and they powered it off. The reservoir volume was 66.1 ml, rate was 2.5 ml/hour and volume given was 48.90 ml. They instructed patient to check tubing for closed clamps and make sure tubing was free of kinks. They attempted to restart infusion and a "no disposable, clamp tubing alarm", occurred. The alarm was silenced and pump still beeped. The device was powered down, but the cassette was not to be removed. The event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.